Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board. System operates as intended.

Event description:
Customer reported an overload fault and an ma error. No patient injury was reported.